Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the emitter volume was small. The hardware, software, and instruments passed the system checkout. The system then passed the system checkout and was found to be fully functional. The field generator was returned to the manufacturer for analysis. Analysis found that the reported problem could not be duplicated. The field generator was connected to a test system for a multi-day burn-in test. The system remained in green status during all testing. It passed the accuracy test. Flexing the cable did not indicate any intermittent opens. The generator was fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the tracking volume of the emitter appeared smaller than normal. Rep confirmed that there was no metal in the field. Swapping the emitter resolved the issue. There was no patient present when this issue was observed.